Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 7. E1: patient city - (B)(6). Patient country - hungary.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient experienced seven events of insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 2165103 - MDR 3003442380-2025-05871. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6010038 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6010038 was manufactured according to the wi version 82 and packaging in the multivac 12, on 31/oct/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4k05691 was manufactured according to the wi version 27 assembled in the quickset line, on 31/oct/2024, with a total of (B)(4) units. The lot 4k05692 was manufactured according to the wi version 27 assembled in the quickset line, on 31/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6010038 and another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.